Event description:
The customer reported that she filled the device with 150 units of insulin on (B)(6) 2012, (exact time not reported) and received a low insulin warning less than 24 hours later (12:00 midnight on (B)(6) 2012). She got a "high" (>500 mg/dl) blood glucose test result on (B)(6) 2012, (exact time not reported) and "several" bolus doses of insulin (dosages not reported) were administered during the afternoon of (B)(6) 2012, without improvement. She deactivated the device due to the low reservoir alert and when she removed it noted that the cannula was not inserted properly in the infusion site and the adhesive was all wet.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or mfg defect contributed to the reported hyperglycemia. The customer reported that the cannula was not properly inserted in the infusion site. This condition will interrupt insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones! This indicates severe hyperglycemia (high blood glucose)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."